Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP had smoke around the machine and the top of the machine was hot. The user also alleges an orange color in the machine. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. During the evaluation, the technician noticed that a "service required" message came up and the therapy button was flashing. The technician unpowered the device, then powered the device again, and this time the display came up normal and the error log was retrieved. The technician initiated therapy but there was no airflow and the display rebooted 5 times and the "service required" message came up and the therapy button was flashing. No further functional testing could be performed. A visual external and internal inspection of the device was performed and observed the following: potential orange rust at the power inlet. The back of the display had potential black and brown burn marks on it and the ribbon cable had a potential black burn mark on it along with a white residue resembling potential mineral deposits. Q2 (phase a) and q3 (phase b) of the motor circuitry, on the pca (printed circuit assembly), were blown apart along with surrounding components. The iso port tube had white residue resembling potential mineral deposits. U4 and c50 area of the pca had potential brown corrosion and white residue on it resembling potential mineral deposits. D22 and r176 area of the pca had white residue on it resembling potential mineral deposits. On the underside of the pca below q2, there was brown potential corrosion in the area with some white residue on it resembling potential mineral deposits. On the underside of the pca, there was green potential corrosion at d14, d18 and mt4. On one of the blower box screws, there was white residue on it resembling potential mineral deposits. Potential corrosion on the brass nut of the blower motor. Potential mineral deposit spots on the bottom of the blower box and at the bottom of the enclosure. Tiny unknown white and black specs of contamination and potential tiny black hairs were at the air input of the blower box. There were a few tiny pieces of green and black contaminants found at the bottom of the blower box. The contamination found at the air inlet and bottom of the blower box were most likely external to the device. The technician was not able to confirm the complaint of smoke or the machine being hot. The evaluation of the device concluded that there were potential mineral deposits on the bottom of the blower box, indicating potential water ingress. Potential moisture getting into the device where the pca is located is believed to be the primary cause of the customer complaint.

Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.